Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy, upon further investigation, system diagnostics recorded high impedances on the lead. Reprogramming attempts were unsuccessful. Surgical intervention took place, during the procedure the physician accidently moved the other lead, there before both leads was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.